Manufacturer narrative:
(B)(4). Implant date - (B)(6) 2018. Concomitant medical products: 51-101100, tprlc 133 fp type1 pps ho 10.0, 6104976, 163669, 32mm mod head cocr std neck, j6070741, 010000665, g7 pps ltd acet shell 56f, 6209960, 010000928, g7 hi-wall e1 liner 32mm f, 6180830. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03092.

Event description:
It was reported that the patient's right hip was revised two months post-implantation due to dislocation. The stem sank within the femur. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.